Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Devices(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. A review of device history records for mfg revealed no complaint related issues. Investigation could not be completed, no conclusion could be drawn as no device was returned.

Event description:
According to the reporter, on a trochanterie fixation nail (tfn) procedure, as the surgeon was using the drill, the drill stop slid up the drill. The surgeon drilled without the stop and completed the procedure.